Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump had audio/beep anomaly. Customer's blood glucose at time of incident was unknown. Customer is at work and cannot run self-test because he has no battery. The customer reported via phone call indicating that the insulin pump had partial display. Customer's blood glucose at time of incident was unknown. The customer stated that the screen is blurry and that the screen does go in and out. The customer was advised that the device would be replaced. The customer was advised to revert to a backup plan.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with cracked reservoir tube lip.